Event description:
The end user reported that she developed a rash on her abdomen, which was caused by the pouch being rough. She further stated that the rash occurred when supplier sent different pouches in (B)(6) 2014.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.